Event description:
Pts cuff on his tracheostomy was found to be deflated. A syringe was used to pull back contents and only air was returned. Proceeded to try and fill cuff with sterile water but it did not fill the balloon. Tracheostomy tube was changed due to concern there may be a hole in the cuff. Tracheostomy change was uneventful. Upon exam of the old tracheostomy, it appeared there was a tear in the cuff with a piece of silicone missing. Upon trying to reinflate the cuff with sterile water, it leaked and the cuff would not inflate. The pt and the bed were checked for the missing piece of silicone but it was not located. The cnc, nnp, and rt mgr were all notified. The nnp examined the trach and a stat chest x-ray was completed with no foreign body seen on x-ray. Md and pedisurg notified. Pt then underwent a pediatric flexible fiber-optic bronchoscopy in which there were no retained silicone fragments from the tracheostomy tube cuff that had fractured.